Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was mildly tortuous, with moderate calcification, concentric and with a 90% stenosis. The 3.75 x 8 mm powersail was used for pre-dilatation; however, a rupture was noted during the first inflation at 16 atm. Another company's stent was implanted in the lesion and post dilatation was done with another company's balloon catheter. The procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood visible in the balloon. There was fluid visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was a longitudinal rupture on the balloon, 6 mm proximal to the balloon distal marker and extending distally for a length of 8 mm. There were scratches noted on the balloon at the distal end of the longitudinal rupture. There was no other damage noted to the bdc. Product performance engineering reviewed the incident info and analysis results. Factors that can contribute to balloon rupture may include, but are not limited to, balloon damage during mfg, pt anatomy, lesion calcification, lesion tortuousity, or interaction with other products used in the procedure. Analysis of the returned product revealed blood in the balloon, suggesting a balloon rupture. The balloon was loosely folded. The balloon rupture was confirmed when a longitudinal rupture was observed proximal to the balloon distal marker. Scratches were observed on the balloon distal to the balloon rupture. Scratches located near the rupture suggest that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt led to the balloon rupture. It was reported that the lesion was mildly tortuous, moderately calcified, and 90% stenosed, which could have contributed to the balloon rupture. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rated burst pressure (rbp). A definitive cause for the balloon rupture could not be determined, but it may be related to circumstances during the procedure. The lot history record for this product was reviewed and there are no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.